Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that solution cannot be pushed through the needle.

Event description:
It was reported while using a bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that solution cannot be pushed through the needle.

Manufacturer narrative:
It was reported the solution could not be pushed through the needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web. No other information could be obtained from the photo. A device history record review was completed for provided material number 305106, lot number 1335484. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.